Manufacturer narrative:
H4: device manufactured on june 27, 2022-june 28, 2022. H10: the device was received for evaluation containing white color drug fluid in the bladder. A visual inspection on the unit via the naked eye noted droplets of clear liquid located on the inner wall of the device bottle (housing). The droplets of clear liquid noted on the inner wall of the bottle were the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. A leak test was performed by draining the white color drug fluid out of the bladder then refilling the bladder with green color water. The device was monitored until the next day and no evidence of a leak was found inside the device bottle (housing). The reported condition was not verified. The device was determined to be conforming product.. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked; further described as ¿inside outer shell but outside elastomer there were solution droppings¿. The was observed during visual inspection at the compounding center. There was no patient involvement. No additional information is available.